Event description:
Customer has been receiving error codes of l3-021, l3-002, & l4-034. There have been no interruptions in the breast biopsy. The doctor was able to finish the breast biopsy and there have been no pt consequences reported.